Event description:
It was reported that an arteriotomy closure of an unspecified arterial access site was attempted with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, an unspecified detachment [separation] occurred, and the device could not be removed from the anatomy. A vascular doctor [surgeon] was needed to remove the device. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with an additional proglide device. There was no specified adverse patient sequela; however, there was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained:the access site was the left common femoral artery. The sheath size 6f at the time of device insertion, upsized to 8f by the end of the procedure. The initially reported detachment was reported in error; instead, the suture would not detach from the suture bearing. The reported surgical intervention was confirmed as a surgical cutdown. It was further confirmed that the additional proglide device that was used to achieve hemostasis was not pre-placed, but was used for post-closure. The reported clinically significant delay was due to the surgical cutdown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. Factors for the difficulty to remove the suture from the bearing include but are not limited to, malposition of the device, manufacturing, or tissue interference. Without the returned device, a more likely determination cannot be made. The entrapment is related to the difficult to remove the suture bearing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1, e3: information updated to physician's information the g3 date was filed incorrectly on the initial medwatch report as 1/02/2024, but should have been 1/10/2024. H6: medical device problem code 1562 was removed.